Event description:
(B)(6) automatically updated their phone system. The phone will not work with version 12 (B)(6). This is a guardian connect constant glucose monitor. (B)(6) claims that they can not roll back software to make the constant glucose monitor to work. This is a (B)(6) problem. Took it to their repair place and they rolled it back to eleven but the phone automatically updated to 12. (B)(6) will not give medtronic diabetes notices to update their app until after it happens. Then they get complaints that the app does not work. This is a problem for diabetes constant glucose monitor companies. (B)(6) says it is the app developer problem. FDA safety report ID # (B)(4).